Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced issues with their endoscope flipping orientation. The customer had already replaced endoscopes, but the issue persisted (will be reported in an additional record). Initial troubleshooting involved a recommendation to verify if the reprocessing clamp was latched and closed. The sales representative was advised to have the customer call in for further troubleshooting if the issue continued. The procedure outcome is unknown with no reported injury.